Event description:
Pt was hospitalized with symptoms of withdrawal from intrathecal baclofen including increased spasticity and chest discomfort. The chest discomfort was found to be due to spasticity also. Pt has a 7 year history of successful use in intrathecal baclofen for control of spasticity though a high dose of 1600 mcg per day was required. The pt has had one previous pump replacement during this time. With the onset of this event the drug delivery system was evaluated and the hcp was unable to withdraw from the catheter through the side port. The decision was made to revise the catheter and electively replace the pump to spare the pt an additional surgery because the high dose shortens the life of the pump. After the system replacement the pt has done very well and is pleased with the relief of spasticity. The pt requires 1/5 the previous dose. The hcp is uncertain how placement of the new catheter has achieved so much better response. The catheter was not registered with the MFR so age and lot number etc could be determined.